Event description:
The physician noted a "small part of the guidewire" in the rotating hemostasis valve (rhv) when withdrawing the guidewire out of the patient to reshape the distal tip. The guidewire was visually inspected and no anomalies were noted. The physician stated that the particle found in the rhv was "a piece of the guidewire distal tip coating". The procedure was completed using another of the same device. There were no clinical consequences to the patient who was reportedly in a good condition.

Event description:
The physician noted a "small part of the guidewire" in the rotating hemostasis valve (rhv) when withdrawing the guidewire out of the patient to reshape the distal tip. The guidewire was visually inspected and no anomalies were noted. The physician stated that the particle found in the rhv was "a piece of the guidewire distal tip coating". The procedure was completed using another of the same device. There were no clinical consequences to the patient who was reportedly in a good condition.

Manufacturer narrative:
Conclusion (other): for caused by other device the device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with a detached fragment of poly, approximately 1cm in length. Inspection of the distal end of the device found another fragment of ploy 5cm from the distal tip. It was determined that both fragments were detached from the proximal part of the device. No other anomalies were noted to the device. Based on the investigation results and the information provided the guidewire most likely had been entangled with another device during removal from the patient. This may have caused two poly fragments of the proximal part of the guidewire to have peeled and migrated to the distal end of the device. Therefore, a root cause of caused by other device was assigned to this event.